Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited loss of radio frequency telemetry. Post operation, the device interrogated with no issues. The patient was fine.